Event description:
Per the clinic, the patient experienced decline performance with the device and extrusion of the receiver/stimulator. Subsequently, the device was explanted on (b)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.